Manufacturer narrative:
The device was returned for eval and performed as designed. The reported bent cannula was not confirmed, nor was nay defect or deficiency found that could have contributed to the pt's reported hyperglycemia, dka, and hospitalization. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."

Event description:
The customer's mother reported that her son's blood glucose was normal at dinnertime on (B)(6) 2013. The next morning at 5:45 am, he ate 30 grams of carbohydrate and his blood glucose was 463 mg/dl, so he corrected with a 9.35 unit bolus. One hour later, his blood glucose was 472 mg/dl, and he corrected with a 2.40 unit bolus. His mother called the doctor, who advised them to go to the emergency room. At 7:12 am, his blood glucose was 441 mg/dl, and he took a .75 unit bolus. At 8:23 am, he correctly manually when his blood glucose was 455 mg/dl and he had ketones present, with a result of 2.8. At 9:09 am, his pod was deactivated. The cannula was bent when the pod was removed. He was taken to the hospital and given an insulin drip. While at the emergency room, he had dka and was transported to the children's hospital for treatment.